Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the srom supercup had migrated into the pelvis causing pain and requiring revision. Initial date of implantation is unknown, but the components were removed and revised to a link custom cage and an srom 11/13 32 + 0 offset ball. The srom stem was well fixed and did not require revision. It was also stated that the cup was loose at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; left hip.